Event description:
It was reported that an asahi conquest pro 8-20 guide wire was used with an asahi corsair pro 135cm microcatheter for stent delivery to a heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad) segment #7. Crossing attempts made with the subject conquest pro 8-20 guide wire were unsuccessful. To exchange guide wires, the conquest pro 8-20 guide wire was removed, when the guide wire got fractured and the wire fragment was left in the patient anatomy. An unspecified guide extension catheter and balloon catheter were used to successfully remove the wire fragment. A new guide wire was used instead, and the procedure was completed successfully. It was informed that there was no adverse patient effect caused to the patient due to the reported event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While a substantially equivalent product of the reported guide wire is currently marketed in the us under the brand name astato xs 20, the device is marketed some areas outside the us under the brand name conquest pro 8-20. The reported conquest pro 8-20 guide wire was returned with its distal fragment for investigation. The core wire and outer coil of the returned conquest pro 8-20 guide wire were found fractured at approximately 10mm distal to the mid solder (set at 15mm from the wire tip to fix the outer coil onto the core wire). Observation by microscope and scanning electron microscope (sem) of the outer coil fracture end on the proximal side found a flat fracture surface likely due to accumulated torsion and spiral patterns on the shaft proximal to the fracture end. The outer coil of the fracture end on the proximal side of the returned guide wire was removed for observation purpose. Observation by microscope and sem of the core wire fracture end on the proximal side found an uneven fracture surface, indicating that repeated bending stress had been applied. The ball tip was observed at the very distal end of the guide wire fragment. The outer coil of the fragment was found stretched for approximately 1mm from approximately 5mm proximal to the wire tip and fractured. Observation by microscope and sem of the fracture end of the outer coil of the distal wire fragment found a flat fracture surface likely due to accumulated torsion and spiral patterns on the shaft proximal to the fracture end, just as observed with the fracture end of the outer coil on the proximal side. Observation by microscope and sem of the fracture end of the core wire of the distal wire fragment found an uneven fracture surface, indicating that repeated bending stress had been applied, just as observed with the fracture end of the core wire on the proximal side. Measurement and observation of the returned conquest pro 8-20 guide wire suggested that the entire conquest pro 8-20 guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress generated with guide wire and concomitant catheter manipulation might have been locally applied to the subject conquest pro 8-20 guide wire while the distal segment of the guide wire had been caught by the heavily calcified lesion. Consequently, the core wire was fractured. As torsional stress was subsequently applied, the outer coil was tightened and fractured. Although it was concluded that the reported event was not attributed to product quality, it was concluded that removal of the guide wire fragment by the guide extension catheter and balloon catheter was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ during use of the guide wire, check and monitor the movement of its tip under fluoroscopy. Do not use in areas of vessel that are not or cannot be visualized. [Precautions] ~ guide wires are delicate instruments and should be handled carefully. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Failure to do so may cause damage to this guide wire. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ always advance or withdraw the guidewires slowly and carefully. [Malfunctions and adverse effects] ~ breakage or bending of the guide ~ damage such as separation.